Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the clips did not load properly into the jaws as expected. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: before placing the instrument around the structure to be occluded, squeeze the handle until an audible click is heard to feed a clip into the jaws. Place the instrument jaws around the structure to be occluded, making certain that the tissue fits completely within the confines of the jaw. Complete the handle squeeze to close the clip on the tissue. Place the jaw around the tissue and then completely squeeze the handle to both load and close the clip in one continuous squeezing motion. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when being applied on bile duct, handle was squeezed but clips would not advance. No clip was able to load properly from the device. Another clip applier was used to resolve the issue in order to complete the case. There was no patient injury.